Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Initial reporter phone number was (B)(6).

Event description:
It was stated in the report that after intubation, a leak in the cuff was discovered. After repeated checks, the leak was confirmed, patient was involved in use.

Manufacturer narrative:
D3 - mfg establishment name: corrected. H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.